Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient, the device prompted a "unit failed" message. Complainant indicated that the patient subsequently expired.